Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent transurethral resection of coaptite and cystoscopy on (B)(6) 2012 due to urinary retention.

Event description:
It was reported that the patient underwent a gynecological procedure in 2009 and a mesh, monarc, align, obtryx and aris were implanted into the patient it was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and bloating. Due to recurrent postoperative vaginal prolapse, dyspareunia, and retroperineal fibrosis, recurrent pelvic organ prolapsed, it was reported that patient underwent exploratory laparotomy, removal of foreign body x2, abdominal sacrocolpopexy, lysis of adhesions, right ureterolysis and cystoscopy on (B)(6) 2006 and admitted with bowel/voiding problems post-procedures on (B)(6) 2006 . It was reported that the patient underwent placement of an ams monarc sling on (B)(6) 2004. It was reported that the patient underwent a procedure (placement of new quad plus lead and revision of existing leads) on (B)(6) 2004. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.